Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose and insulin history. The pod was then removed.